Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 9.0cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round/smooth throughout both regions. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter as water was observed to exit the distal end. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter fracture, catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, allegedly subcutaneous leakage was noted. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, allegedly subcutaneous leakage was noted. The current status of the patient is unknown.